Event description:
Device does not reach end point and continues to exceed 1500 seconds. Frequency of occurrence not reported. Therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Method, results and conclusions: MFR eval / investigation pending additional info from consumer.